Event description:
This device was implanted on (B)(6) 2005 and was abandoned on (B)(6) 2013 due to shock not delivered when required. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).